Event description:
It was reported the pump date was incorrect, cause was unknown. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy